Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The certas valve was not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported that the certas valve was implanted to the patient via l-p shunt on an unknown date with setting 3. However, it seems that setting 1 was set when x-rays were taken from the ventral side at a later date. It is suspected that it was reversed. Setting could be changed from 3 to 4 using the toolkit & etk. The operator thought it seemed to be setting 1 in x-ray photography. The patient did not experience any signs and symtoms.